Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI number is not known as the part and lot number were not provided. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle relative to an unspecified procedure. Reportedly, after deployment, during suture management to advance the knot, the suture broke for both devices. A proglide suture was deployed and achieved hemostasis. It was stated, the suture strength of the prostyle devices did not seem to be able to take the tension needed to advance the knot compared to the proglide suture. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incident from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The reported, "suture strength of the prostyle devices did not seem to be able to take the tension¿ appears to be related to the physician¿s perception as the use of the prostyle device can have different perceptions of feel/touch based from the user. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.